Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device will not be returned for evaluation because it remains implanted. Operative report has been provided but is not in english and is being translated. The serial number of the device has not been provided; therefore, the device history record (DHR) review cannot be done. The patient underwent the procedure to correct stenosis due to leaflet rigidity. Stenosis of a bioprosthetic valve can be the result of host tissue overgrowth, calcification of the leaflet tissue and/or non-calcific degeneration, or fibrosis/thrombus. This device remains implanted due to the valve-in-valve procedure and is not available for evaluation. Without return of the device, we are unable to conclusively determine root cause for this event.

Event description:
Reportedly patient underwent surgery for a valve in valve procedure after a device implant duration of approximately 5 years and 4 months (64.90 months) due to structural valve deterioration causing stenosis and shortness of breath. Per the (B)(4): biological prosthesis dysfunction / leaflet rigidity causing severe insufficiency/stenosis. Device not to be returned as it remains implanted.